Event description:
On (B)(6) 2011, the patient reported experiencing elevated blood glucose of 300-500 mg/dl for the past couple of weeks since using the infusion sets. Her normal blood glucose range is 120-150 mg/dl. She has tried bolusing to lower her blood glucose without success and she switched to insulin injections. She said the infusion tubing and headset had been in use for 1 day. The adapter had not been changed in "a while" and she was sent adapters. The insulin cartridge had been in use for 3 days. During troubleshooting the patient saw air bubbles in the insulin cartridge and while attempting to prime a1 (cartridge low) alert was displayed. She stated she would change the cartridge after the report. She stated she has seen blood in the infusion tubing and she has noticed insulin leakage at the infusion site during bolusing. She believes insulin leakage caused elevated blood glucose. The patient did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.